Event description:
During final tightening of an anterior lumbar interbody fusion procedure, it was noted that the detachable aiming device handle would not turn and was broken. The surgeon did not use the handle but was able to use the inner sleeve to remove the aiming guide from the implant. Part of the screw broke in the guide handle and is stuck in the handle. The surgeon had to use the aiming guide and not the handle. The procedure was completed and was not prolonged. The post operative film looked good. This is 2 of 2 reports for the same event.

Manufacturer narrative:
Device was used for treatment. Device is an instrument and is not implanted/explanted. Visual inspections noted the detachable aiming device 13.5mm/15mm for synfix was received broken into two pieces. One piece was still connected to the detachable aiming device handle ((B)(4)). The piece was removed from the handle by depressing the release mechanism and holding the handle upright. The screw component was missing from the assembly and was not returned with the complaint. Both components of the aiming device assembly are nicked and scratched from field usage. Dimensions that could be measured were found to meet specifications. The aiming device met all the inspection criteria prior to shipment. The laser weld certification was reviewed, and no issues were discovered. A review of the device history record showed that there were no relevant issues that could contribute to this complaint condition. Placeholder.